Event description:
The user facility allege receipt of 5 resuscitators that were missing the face mask. Three of the missing masks were reportedly found during code situation. Another resuscitator was obtained and there was no pt compromise